Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrector experienced an actuation and cutting failure during a cataract / vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the needle bent. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the returned probe had actuation and cut failures. The most likely cause for the actuation and cut failures is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A secondary contributing factor to the observed cut failure is the gouges observed to the cutting edge of the inner cutter. A damaged cutting edge can decrease the quality of cut performed by the probe. How and when the cutting edge of the inner cutter became damaged cannot be determined by the evaluation performed. An exact root cause for the bent needle, bent inner cutter, and cut failure were not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).